Event description:
It was reported that an alleged case of a diathermy burn sustained by a patient during surgery on (B)(6) 2024.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).